Event description:
It was reported that a patient underwent a laparotomy procedure on (B)(6) 2011 and suture was used. Since the procedure, the patient has had persistent draining sinuses and purulent accumulation from the closure suture line despite aggressive antibiotic therapy. On (B)(6) 2011, the patient was taken back to the operating room for a revision of the entire prior incision line and removal of all the sutures. The surgeon opines that it is uncertain if the event is a foreign body reaction or an infection process.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this medwatch report is in response to receipt of voluntary medwatch # (B)(4).